Manufacturer narrative:
The device was received and evaluated. Lot release records were reviewed, and the product lot met all acceptance criteria. The reported event was confirmed during investigation. During investigation a bg value was entered in the pdm, however, the suggested bolus was cancelled without confirming the cancellation (ex. Locking/turning off pdm prior to confirming cancellation). After a certain time, the bolus screen shows no bg value, but there is a suggested value ready to be delivered. This issue is due to the pdm registering the previously entered bg and calculating a correction bolus for that value and can be seen in bolus calculations. Based on insulet's investigation, software issues were found that contributed to the system errors and a CAPA has been opened to address the issue.

Event description:
It was reported the patient¿s blood glucose level was 588 mg/dl at 6:26 pm. Three hours later the patient was preparing their personal diabetes manager (pdm) and saw the calculator was using the previously entered value of 588 mg/dl and was delivering a bolus of 5.75 units. At the same time the patients dexcom continuous glucose monitor was only reading at 63 mg/dl.